Event description:
A peritoneal dialysis (pd) patient currently on hemodialysis (hd) for renal replacement therapy (rrt) experienced ultrafiltration (uf) failure, complications and transitioned to in-center hd. No additional information provided at intake. Follow-up with the patient revealed they had been a peritoneal dialysis (pd) patient for over 14 years, and his peritoneum was "just overworked." The patient stated their nephrologist had clearly explained this gradual decline in peritoneal function would likely happen after undergoing long term pd therapy. The patient is hopeful they may be able to resume pd therapy after allowing the peritoneum to rest for 6 months to a year. The patient stated there were no issues with any fresenius device(s) and/ or product(s) they utilized. The patient is scheduled to undergo a computed tomography (CT) scan in early 2022 to monitor for progress. Additionally, on (B)(6) 2021 the patient underwent the scheduled surgical placement of a tunneled tesio? Hd catheter (not a fresenius product) and removal of their pd catheter (not a fresenius product). The surgeries were successful, and the patient was released later the same day. On (B)(6) 2021, the patient transitioned to incenter hd therapy without issue and is awaiting their possible return to pd therapy. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).